Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Checked programming and the insulin concentration, basal rates/times, bolus history, programming was correct. Disconnected at quick release and programmed a 3u (u-100) fixed test and pump alarmed within specifications.